Event description:
The caller stated that while using the accuchek inform ii (B)(4) the result of lo was obtained at 8:58 am while testing a patient. A result of lo indicates the blood glucose may be less than 10 mg/dl. A lab draw was then done at 9:05 am and a second meter test at that time was lo also. The lab result was 130 mg/dl. The meter tests were done with strips from the same vial of strips. The caller was not aware as to whether the patient received any treatment based on any of the results. It was also not known if the patient was experiencing any symptoms of low blood glucose. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. The customer did not return any product.